Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr). The reporter stated that the alleged product issue had started at an unspecified time on (B)(6) 2018. At this time, the reporter obtained a blood glucose result of ¿180mg/dl¿ with the subject meter and ¿150mg/dl¿ on the calibrated laboratory device within 10 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for accuracy. The reporter informed the csr that the patient manages their diabetes with oral medication(s) (type and dosage unspecified) and as a result of the alleged product issue they were given additional medication (type and dose unspecified) by their nurse. The reporter stated that three hours after this the patient felt ¿dizziness and fatigue¿ and suffered a ¿loss of consciousness¿. The patient was reportedly unconscious for 90 minutes. As a result of this the patient was hospitalized and treated with IV glucose by a healthcare professional approximately three hours after obtaining the alleged inaccurate result with the subject meter. Additional treatment of ¿plain nss¿ was also provided. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was used to obtain the alleged inaccurate result. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.